Event description:
There was an allegation of a false positive ex20ins mutation generated with the cobas® egfr mutation test v2 result for one patient. The customer alleged that the false positive result contributed to the patient not receiving palliative therapy. The patient died at the beginning of (B)(6) 2024. The cause of death was reported to be pneumonia. In (B)(6) 2023, the patient received a lung resection. The customer tested the patient¿s tissue sample with the cobas egfr v2 test, which detected a positive egfr exon 20 insertion mutation. This result was not confirmed with any alternative method as instructed by roche. Based on the alleged false positive result, the patient received four courses of chemotherapy (carboplatine-pemetrexed), followed by one year of immunotherapy (atezolizumab). In (B)(6) 2024, the patient had tumor activity and was sent to a dutch cancer institute in amsterdam to take part in a clinical study. On (B)(6) 2024, the patient was retested with wgs (whole genome sequencing). An egfr mutation was not found, and the patient was found to have a braf mutation.

Manufacturer narrative:
The cobas z 480 serial number was (B)(6). In (B)(6) 2021, the customer initially received notification from roche concerning the risk of false positive exon 20 insertion (ex20ins) results on samples tested with the cobas egfr test, v2.0. Roche instructed all customers to confirm the ex20ins mutation detected results generated with the cobas egfr test, v2.0 assay, with alternative testing and provided guidance on the retrospective review of results generated with the test. The customer acknowledged receiving the notifications. At that time, the customer was only using the test for plasma samples and did not perform alternative testing as instructed. Of note, false positive ex20ins results from plasma samples were not excluded from the instructed confirmatory testing. In 2022, the customer site commenced testing tissue samples with the cobas egfr test, v2.0, and had not implemented confirmatory testing as instructed in the customer notification. As a consequence, for this patient sample (tissue), the ex20ins result, when generated in (B)(6) 2023, was not confirmed with an alternate method and was reported out. In (B)(6) 2024, when the updated asap (analysis package software) for the test was made available in ce-mark accepting countries, the customer received a follow-up notification from roche with instructions that confirmatory testing and retrospective reviews were no longer applicable once the updated asap was installed. The asap utilizes an additional ex20ins parameter to reduce the risk of reporting false positive ex20ins mutation detected results with the cobas® egfr mutation test v2.